Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time segment settings were erased from the pump. Tandem technical support requested that pump data be uploaded to complete troubleshooting. Tandem technical support guided the customer through reprogramming their settings. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. Customer's blood glucose level was not impacted.